Event description:
It was reported by the customer that a pyxis medstation system had an issue with the bio ID.the customer stated that an error notification "bio ID scanner device required maintenance" showing up. The customer tried to reboot the station, but the issue stayed back.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with the bio ID. The field service engineer reseated the cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.